Manufacturer narrative:
Product event summary: at analysis it was noted that the atrial patient connector was broken. The main board was to be calibrated, the battery contacts cleaned and the device retested.

Event description:
It was reported that the external pulse generator had an unspecified failure. The generator was returned for service. No patient complications have been reported as a result of this event.